Event description:
Smartez pump [se0200-100; lot unknown] filled with piperacillin-tazobactam 4.5g in 0.9% sodium chloride 100 ml did not flow. On-call rn called and patient instructed to flush IV line twice with ns. Patient reconnected and dose flowed.